Event description:
This case was reported by a consumer and described the occurrence of hallucination in a female patient who received gsk denture adhesive super poligrip-formulation unknown for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced hallucination and memory disturbance. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).